Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including diabetes, atrial fibrillation, peripheral arterial disease. Complications reported included death, heart failure, prolonged hospitalization, bleeding, mitral stenosis; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "combined strategy of transcatheter edge-to-edge repair of mitral valve and percutaneous mechanical circulatory support device to treat high-risk patients with severe mitral regurgitation and cardiogenic shock" was reviewed. The article presented a retrospective multi center study, to evaluate the outcomes (all-cause mortality, other important secondary outcomes included freedom from 30-day cardiac death or cardiac readmission, 30-day all-cause mortality, 30-day cardiovascular mortality, and 30-day mace events) of the combined strategy of transcatheter edge-to-edge repair of mitral valve and percutaneous mechanical circulatory support device to treat high-risk patients with severe mitral regurgitation and cardiogenic shock. Devices mentioned include mitraclip and non-abbott device. The article concluded that patients with severe mitral regurgitation and cardiogenic shock, who are at high risk for surgery, were treated with a combined approach of percutaneous mechanical circulatory support and transcatheter edge-to-edge. [The primary author and corresponding author was mohsin mughal at case western reserve university, USA with corresponding email mohsin.sheraz.mughal@gmail.com]. The time frame of the study was not provided. A total of 21 patients were included in this study, of which 21 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included diabetes, atrial fibrillation, peripheral arterial disease. (B)(6), unk mitraclip. Peri- and post-procedural complications included death, heart failure, prolonged hospitalization, bleeding, mitral stenosis.